Event description:
Medtronic received information that a transcatheter bioprosthetic valve was implanted valve-in-valve into a failed 25 mm edwards peri mount valve. The failure mechanism of the perimount was not reported. (B)(4) this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).